Event description:
Additional information received from the consumer reported the steps taken to resolve the charging too often and not being able to charge to 100% full were that they wrote it on the calendar and that was how they found out they had the problem and contacted the manufacturer. It was stated there still was a concern with the recharging difficulties and they had talked to the manufacturer about it at length and talked to the doctor who they did the trial with.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was charging too frequently. The patient didn't recharge until her ins was depleted and her pain returned. The recharge interval seemed to be longer now. The patient did not recharge the ins to 100% full because she could not charge until she was 100% full. The patient had been talking to her healthcare professional about a possible revision. It was unknown when the event began. The patient also reported that her lower back pain had gotten worse and worse. It was noted that the patient got a CT scan five months prior to (B)(6) 2016 and another CT scan more recently, and she was told that her back was noticeably worse. The patient was to follow-up with a healthcare professional. The change in symptoms/therapy had been gradual and began in 2016. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.